Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue, however the fse did replace the integrated electro surgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. The problem was confirmed using system logs, which recorded the following errors: c-34, m-18, c-33, m-11, c-30, and c-53. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code c-33 upon startup, and a review of the generator log showed errors c-00, m-11, and c-84. Based on failure analysis, the probable root cause is attributed to a higher voltage than expected during energy activation, which may be indicative of a faulty electrical component within the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that staff experienced a repeated c-30 error on the energy generator. The team power cycled the generator multiple times, but the error persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended using a backup generator, but staff indicated none was available. The tse informed staff that a field service order would be opened for further investigation. The procedure was completing as planned with no reported injury.